Event description:
It was reported that the patient treated a low blood glucose of 40 mg/dl with excessive carbohydrate, resulting in a subsequent blood glucose of 198 mg/dl while using the ilet; the event was attributed to an improper or incorrect method of treating hypoglycemia and involved no specific device component. No adverse clinical symptoms associated with hyperglycemia and hypoglycemia reported at the time of follow-up. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the event was associated with user failure to follow instructions for treating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.

Manufacturer narrative:
Initial.